Event description:
It was reported via phone call, that the paramedics were called on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 50 mg/dl. The customer reported having a seizure, falling down and hitting their head. The customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with glucagon injection, glucose gel, and food. Customer stated that they have not worn their insulin pump since the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.